Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: migration and rupture.

Event description:
Healthcare professional reported "rupture of the right implant and silicone lymph nodes in the axilla" and capsular contracture baker grade ii. This record is for the right side. Device was explanted and replaced with non-abbvie device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
Healthcare professional reported "rupture of the right implant and silicone lymph nodes in the axilla" later healthcare professional reported "capsular contracture baker grade ii" . This record is for the right side. Device was explanted. Patient undergo a mastopexy and a capsulectomy.